Event description:
N/a.

Manufacturer narrative:
It was reported that during use in catheter lab the cardiosave intra-aortic balloon pump (iabp) had error code 124 - prolonged shuttle pressure system failure, autofill failure and 58 - system failure - shutdown. A getinge field service engineer (fse) confirmed the issue and found contamination to pneumatic interface module (pim) and safety disk. Fse replaced the pim (0997-00-1178) to resolve the issue. 30 psi transducers recalibrated. All manifold tests passed including pim leak test. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was a patient involvement but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-1178 pim serial number (B)(6) with a reported unit failure of prolonged shuttle pressure system failure code #58. The failure analysis and testing dept. Performed a visual inspection and observed white residue on part number 0202-00-0140 and on the pim which is consistent with saline.CAPA 14-ca-0097 has been initiated to address this issue. Due to the saline damage, and the risk it poses, the fat cannot investigate this complaint any further, however saline was the probable cause of the failure that the customer experienced. Retaining the pim in the fat department per procedure number 0002-07-d008 rev. An. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a prolonged shuttle pressure system failure. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp)during pm service, it was discovered fault code # 124 & 58 logged. This was triggered due to saline contamination to the pim & safety disk that was found. There was no patient involved or adverse event reported. Getinge field service engineer (fse) found autofill failure. The following critical fault codes found in the logs: # 124 - prolonged shuttle pressure system failure # 58 - system failure - shutdown contamination to pim & safety disk found. Pim assembly was replaced. 30 psi transducers recalibrated. All manifold tests passed including pim leak test. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing dept. Received pim serial number (B)(6) with a reported unit failure of prolonged shuttle pressure system failure code #58. The failure analysis and testing dept. Performed a visual inspection and observed white residue on part number 0202-00-0140 and on the pim which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Please see attachment for evidence of the saline. Due to the saline damage, and the risk it poses, the fat cannot investigate this complaint any further, however saline was the probable cause of the failure that the customer experienced. Retaining the pim in the fat department per procedure number (B)(4) rev. An. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is user- operational context.